Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. There is a flowrate issue observed during preventive maintenance (pm) within zyno, llc. Cause not established. All the issues observed during pm were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
During servicing activities of zyno medical devices, including preventive maintenance flowrate offset issue was oberved where flowrate offset% at pre-rework is 9 and post-rework is 4 which is determined to be a flowrate unknown issue. As the issue was observed during preventive maintenance (pm) all the issues observed were resolved. No patient involvement as this is observed during pm within zyno, llc.